Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, this patient picked at his implant site scar and caused an infection. His surgeon reportedly performed a skin graft surgery (date unknown) to repair the site. He was hospitalized at the time and was treated with IV antibiotics.